Event description:
Approximately 7 months post index procedure the patient underwent target lesion revascularization due to restenosis. Pci was performed and a non medtronic stent was implanted. Investigator indicated that the reported event was related to the study device.

Event description:
During index procedure, the patient had one endeavor sprint rapid exchange (rx) drug-eluting stent implanted to the mid lad and one endeavor sprint rx drug-eluting stent implanted to the 1st obtuse marginal. On the same day the patient suffered an mi. The reported mi was related to the target vessel. The investigator indicated that the reported event was unrelated to the study device. (Reference MFR# 9612164-2012-00358 and 9612164-2012-00359).

Event description:
It was reported that approximately 6 months post the index procedure, the patient suffered an mi, related to the target vessel. The patient was hospitalized and a revascularization was carried out 5 days later. The investigator has indicated that the mi was definitely related to the study stent.

Manufacturer narrative:
Concomitant medical products: lipid lowering drugs, clopidogrel and asa. (B)(4). Evaluation code results: inherent risk of procedure (myocardial infarction).

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (mi).

Manufacturer narrative:
Fdr 313 this medical device report is being resubmitted to the emdr system due to a connection error within the emdr system. The event was previously reported to the emdr portal and an acknowledgement 3 received, but the connection error prevented the emdr system from documenting the report. The report number in this report is the same number as the impacted report that has the connection issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Approximately 32 months post index procedure the patient suffered an mi which was related to an occlusion in the lcx. Investigator assessed that the event was not related to the study device.